Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested, unavailable at the time of this report.

Event description:
It was reported to philips that the device "did not shock a patient experiencing a cardiac arrest when in sync mode". The patient involved was reported to not have experienced harm or any adverse impact. The customer states the users obtained another heartstart xl and were able to successfully perform synchronized cardioversion.

Manufacturer narrative:
It was reported to philips that the device "did not shock a patient experiencing a cardiac arrest when in sync mode". The patient involved was reported to not have experienced harm or adverse patient impact. The customer states the users obtained another heartstart xl and were able to successfully perform synchronized cardioversion, and no patient harm was reported. A good faith effort to obtain patient characteristics (age, weight, height) was sent to the customer but no information was provided. The reported problem speaks of the customer not familiar with sync mode, which requires r wave markers to deliver the shock and which would be the same issue regardless of the patient characteristics. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The customer reported the device passes extended self-test, and shift system check performed by the users. The customer reviewed rhythm strips from both devices used and reported "the problem device shows sync mode and charge were applied, shock is not seen, the ECG waveform size is 2.5 mm/mv, the amplitude is such that the sync markers above the r waves are not seen. The successful device shows the ECG waveform size is 10 mm/mv, the amplitude is such that the sync markers above the r waves are seen." The fse was not able to reproduce the failure when performing the operational check test and found all tests passed. The fse reported that the issue was not confirmed and there was no trouble found with the device. The device passed all performance assurance testing and was placed back in service. Philips will not consider this as a malfunction of the device as it is fully consistent with a user error in performing a synchronized cardioversion. There is no indication of a systemic problem; no further investigation or action is warranted.